Manufacturer narrative:
(B)(4).

Event description:
It was reported that when stimulation was turned on and off the patient's device was turning off by itself. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the device turning off was due to the patient's bed. After the motor in the patient's bed was removed the problem ceased. It was also noted, the patient's device was working well for them.